Event description:
It was reported that this brady lead exhibited high pacing threshold and sensing amplitude dropping. Boston scientific technical services (ts) recommended xray to confirm whether its micro dislodgment. The lead remains in service. No adverse patient effects were reported.